Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 620745) inserted for female sterilisation. The patient's medical history included gravida, cramp in lower abdomen, migraine, nausea, vomiting, arthralgia, photophobia, blurred vision, chest discomfort, shortness of breath, osteoarthritis, insomnia, lumbar puncture, appendectomy and arthritis. Concurrent conditions included dysmenorrhoea, allergy, chronic pain, depression, anxiety, menorrhagia, urinary tract infection, headache, pain ankle, knee pain, tooth pain, traumatic injury, swelling nos, hand injury, ecchymosis, joint effusion, ligament sprain, soft tissue swelling, dysfunctional uterine bleeding, esophageal reflux, gastroesophageal reflux, bacterial vaginosis, low back pain, cervicitis cystic, mucosal erosion, adenomyosis, stomach pain and hypothyroidism. Family history included headache (she indicates all 4 grandparents, her mother, father and biological sister all have headaches.), thyroid disorder nos (sister, father), breast cancer (aunt) and cervical cancer (aunt). Concomitant products included butalbital; caffeine; paracetamol (fioricet), cefixime (flexeril), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diphenhydramine hydrochloride, hydrocodone, hydromorphone hydrochloride (dilaudid), lidocaine (lidoderm), methocarbamol, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, topiramate (topamax) and valproate semisodium (depakote). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: bilateral ostia noted, post procedure ,there were 3 coils on right and 5 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: diagnosis: chronic cystic cervicitis with mucosal erosion and focal atypical reserve cell hyperplasia. Secretory endometrium, day 23 of a 29-day cycle. Adenomyosis. Bilateral fallopian tubes with para tubal cysts. Ultrasound scan - in (B)(6) 2012: result: small echogenic calcifications noted towards the uterine fundus and also noted anterior to the endometrium. Left ovary is with possible intrinsic hemorrhagic cyst or corpus luteum measuring 1.1 x 0.9cm. Also small paraovarian cyst measuring approximately 7mm. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received. Lot no. Was added. Concomitant and historical conditions were added. Concomitant drugs were added. Reporter information was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 620745) inserted for female sterilisation. The patient's medical history included gravida, cramp in lower abdomen, migraine, nausea, vomiting, arthralgia, photophobia, blurred vision, chest discomfort, shortness of breath, osteoarthritis, insomnia, lumbar puncture, appendectomy and arthritis. Concurrent conditions included dysmenorrhoea, allergy, chronic pain, depression, anxiety, menorrhagia, urinary tract infection, headache, pain ankle, knee pain, tooth pain, traumatic injury, swelling nos, hand injury, ecchymosis, joint effusion, ligament sprain, soft tissue swelling, dysfunctional uterine bleeding, esophageal reflux, gastroesophageal reflux, bacterial vaginosis, back pain (with radiation), cervicitis cystic, mucosal erosion, adenomyosis, stomach pain and hypothyroidism. Family history included headache (she indicates all 4 grandparents, her mother, father and biological sister all have headaches.), thyroid disorder nos (sister, father), breast cancer (aunt) and cervical cancer (aunt). Concomitant products included butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diphenhydramine hydrochloride, hydrocodone;paracetamol (acetaminophen;hydrocodone), hydromorphone hydrochloride (dilaudid), lidocaine (lidoderm), methocarbamol, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, topiramate (topamax) and valproate semisodium (depakote). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: bilateral ostia noted, post procedure ,there were 3 coils on right and 5 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: diagnosis: chronic cystic cervicitis with mucosal erosion and focal atypical reserve cell hyperplasia. Secretory endometrium, day 23 of a 29-day cycle. Adenomyosis. Bilateral fallopian tubes with para tubal cysts.. Ultrasound scan - in (B)(6) 2012: result: small echogenic calcifications noted towards the uterine fundus and also noted anterior to the endometrium. Left ovary is with possible intrinsic hemorrhagic cyst or corpus luteum measuring 1.1 x 0.9cm. Also small paraovarian cyst measuring approximately 7mm.. Lot number: 620745, manufacturing date: 2006/08, expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure (ess205) (batch no. 620745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, cramp in lower abdomen, migraine, nausea, vomiting, arthralgia, photophobia, blurred vision, chest discomfort, shortness of breath, osteoarthritis, insomnia, lumbar puncture, appendectomy and arthritis. Concurrent conditions included dysmenorrhoea, allergy, chronic pain, depression, anxiety, menorrhagia, urinary tract infection, headache, pain ankle, knee pain, tooth pain, traumatic injury, swelling nos, hand injury, ecchymosis, joint effusion, ligament sprain, soft tissue swelling, dysfunctional uterine bleeding, esophageal reflux, gastroesophageal reflux, bacterial vaginosis, back pain (with radiation), cervicitis cystic, mucosal erosion, adenomyosis, stomach pain and hypothyroidism. Family history included headache (she indicates all 4 grandparents, her mother, father and biological sister all have headaches.), thyroid disorder nos (sister, father), breast cancer (aunt) and cervical cancer (aunt). Concomitant products included butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diphenhydramine hydrochloride, hydrocodone;paracetamol (acetaminophen;hydrocodone), hydromorphone hydrochloride (dilaudid), lidocaine (lidoderm), methocarbamol, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine and headache had not resolved. The reporter considered abdominal pain, genital haemorrhage, headache, migraine and pelvic pain to be related to essure (ess205). The reporter commented: bilateral ostia noted, post procedure, there were 3 coils on right and 5 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: diagnosis: chronic cystic cervicitis with mucosal erosion and focal atypical reserve cell hyperplasia. Secretory endometrium, day 23 of a 29-day cycle. Adenomyosis. Bilateral fallopian tubes with para tubal cysts.. Ultrasound scan - in (B)(6) 2012: result: small echogenic calcifications noted towards the uterine fundus and also noted anterior to the endometrium. Left ovary is with possible intrinsic hemorrhagic cyst or corpus luteum measuring 1.1 x 0.9cm. Also small paraovarian cyst measuring approximately 7mm. Lot number: 620745, manufacturing date: 2006/08, expiration date: 2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event abdominal pain, gen abnorm bleed, migraines, headache. Updated outcome of event from unknown to not recovered/not resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.